Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year, 8 months due to strep faecalis endocarditis. Per the op report, intraop echo confirmed presence of aortic root abscess and vegetations on all the leaflets of the aortic valve. Upon inspection, the aortic valve was noted to be densely coated with multiple vegetations. The valve was excised. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. (B)(4): vegetations on valve leaflets. Device not returned. Unfortunately, the explanted valve was not returned for analysis; therefore, the reported event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review is currently in process. Of note, it was learned that the patient became ill again and developed recurrent root abscess, requiring explantation of the new valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.